Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 4/4/2022, it was reported by a sales representative via sems that an ar-8998ds nano swivelock disposable kit had two 2.2mm drill bits instead of one 2.0mm and one 2.2mm. Surgeon used the 2.2mm drill and when anchor was placed, it pulled out of implantation site. This was discovered during internalbrace construct for a radial collateral ligament repair procedure on (B)(6) 2022. Additional information requested.